Event description:
It has been reported to philips that the allura system failed to expose during cerebral angiography examination on a patient suspected of a cerebral infarction. The patient was already comatose before arriving to the hospital. The vascular sheath had already been inserted when it was determined the procedure could not be performed on the allura system. The sheath was removed and the procedure was rescheduled. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified, and the procedure was completed on another day. No patient harm was reported. The philips remote service engineer (rse) inspected the system remotely and found that the device could not expose. The rse checked the system and found that the system did not x-ray when stepping on the x-ray pedal and that the issue was not resolved even after repeated system restarts. A third-party engineer identified that a cable had been damaged by the rodents and assisted the customer by resolving the issue with the cable. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.